Manufacturer narrative:
This report is submitted on october 24, 2019.

Event description:
Per the clinic, the patient experienced pain at the implant site after reports that the internal magnet was spinning. Subsequently, the device was explanted on (B)(6) 2019, and the patient was reimplanted with another cochlear baha device during the same surgery.